Event description:
A nurse practitioner questioned an architect sodium result for one patient on (B)(6) 2022. The sample was repeated within 15 minutes of being reported, so there was no impact to patient management. (B)(6). Initial result 116 mmol/l. Repeat result 138 mmol/l. The customer then ran a precision run using the sample in question and got 138, 139, 138, 115, 138 mmol/l customer normal range: 135 - 148 mmol/l there was no impact to patient management.

Manufacturer narrative:
This complaint is associated with discrepant results generated on the architect c4000 processing module, serial number (B)(4). On (B)(6) 2022, the customer reported a falsely decreased sodium result on a single patient sample. The initial result was 116 mmol/l and the retest result was 138 mmol/l (normal range 135 - 148 mmol/l). No impact to patient management was reported. The customer technical advocate (cta) advised the customer to complete quarterly maintenance and calibrate the pipettors. The customer completed the troubleshooting and resolved the issue. No additional discrepant result issues have been reported since the troubleshooting activity was completed. The instrument service history review revealed zero (0) additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify an adverse trend related to the current complaint. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified. All available patient information was included. Additional patient details are not available.